Event description:
The customer reported that she had episodes of hypoglycemia and stated she received a letter regarding scroll wrap notice. Troubleshooting was done. Customer's blood glucose was 30 mg/dl. Customer treated with food. After troubleshooting, the customer was advised to speak with her health care provider regarding her low blood glucose and monitor the insulin pump and call back if issues persist. Customer stated wanted to be added to the scroll wrap replacement list. Customer also mentioned that she will see her doctor to check why her blood glucose is not stable. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).